Manufacturer narrative:
Retained lot samples for syringe lot 65166 were tested for strength of needle connection. No abnormalities were found during testing

Event description:
End user reported to a direct distributor that during a self-administered injection at home that a needle broke off into the user's stomach skin. The needle was able to be removed with tweezers and assistance via telepone from a family friend/nurse.

Event description:
End user reported to a direct distributor that during a self administered injection at home that a needle broke off into the user's stomach skin. The needle was able to be removed with tweezers and assistance via telepone from a family friend/nurse.

Manufacturer narrative:
Initial trend analysis for lot: 65166 was conducted, no malfunctions were found. This is the only complaint for lot: 65166, further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reported to a direct distributor that during a self-administered injection at home that a needle broke off into the user's stomach skin. The needle was able to be removed with tweezers and assistance via telepone from a family friend/nurse.

Manufacturer narrative:
Retained lot samples for syringe lot 65166 were tested for strength of needle connection. No abnormalities were found during testing.